Event description:
Information received by medtronic indicated that the insulin pump buttons need to press multiple time. The customer stated that backlight was dim and insulin pump was grinding during rewind. Customer received no delivery alarms and was cleared by change infusion set and reservoir. Insulin pump battery life diminished. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.